Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy first occurred at an unspecified time on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of "90mg/dl" on the subject meter. This was compared to a result of "180mg/dl" obtained on an "accucheck" meter within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that an unspecified period of time after the product issue occurred they developed the symptom of "blurry vision", however did not require any form of treatment as a result of this. The patient did not provide any further blood glucose results in relation to this alleged product issue. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.